Event description:
Patient received an orthohelix maxlock extreme plate, standard, (cat#(B)(4)) in their right foot on (B)(6) 2009. Patient was very pleased with the initial result, event though it took a little over six weeks before they could use that foot outside of a surgical boot. However, this year they had been experiencing increasing pain in that foot and the great toe started gradually turning toward my other toes. The pain was increased in patient and was unable to walk properly without limping from the pain. Patient finally went back to my orthopedic surgeon to check it out. He x-rayed the foot and found that the orthohelix plate had broken in two causing the great toe to lose its alignment, causing me to compensate when walking, which then caused an eventual stress fracture.

Manufacturer narrative:
The implant date was (B)(6) 2009, the patient reported pain to the surgeon on (B)(6) 2011. This is when the surgeon discovered that the bone had a non-union and the plate was broken. The IFU for this product states as a warning and precaution, "the use of plates provides the orthopedic surgeon a means of bone fixation and helps generally in the management of fractures and reconstructive surgeries. These implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weigh of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subject to repeated stress in use which can result in metal failure." The plate failure was likely a result of the bone non-union two years post-op. It was reported that the broken plate was left in the patient.